Manufacturer narrative:
(B)(4). Batch # m92g1p. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. During functional testing an alert screen was displayed. The device was analyzed, and it was determined that it was likely used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument. The instrument was disassembled to inspect the internal components and it was noticed that the blade sheath was missing. It is possible that the missing sheath issue could have resulted from our manufacturing process. The error code could have been a result of the missing sheath. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device ¿would not read, says lives expired.¿ another like device was used to complete the procedure. There were no adverse consequences for the patient.